Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the grainy image, the cause was due to defective image sensor unit. The image may have been dark or grainy due to peeled lens. The event occurs when internal lens, glued to image sensor on distal end, is peeled off. The glued lens may have been peeled off by performing autoclave out of recommended conditions, or by external stress from hitting, dropping, or contact with trocar while the device was energized. However, the exact root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a grainy image and defective image sensor unit was found. There was no patient involvement.